Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 39 mg/dl. The customer is a brittle diabetic and their blood glucose would fluctuate for no reason. The customer also reported that when they first started on the insulin pump they would get an insulin flow blocked alarms. They had some issues with infusion sets sticking. Troubleshooting was not performed. The device will not be returned for analysis.